Event description:
It was reported that "tip broke off inside patient and was retrieved. No patient injury.

Manufacturer narrative:
This device is not available for evaluation and the lot code is unknown. We are unable to evaluate without the device and lot code. If more information becomes available, we will file a supplemental at that time.